Manufacturer narrative:
Device evaluated by MFR.: received product consisted of a sterling sl balloon catheter. The balloon was loosely folded. The tip, balloon, inner/outer shaft and port/exit notch were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 34mm in length. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, after inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, after inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.